Event description:
Call transferred from psr. Patient called to notify of pump alarm with no message. Patient last replaced batteries on monday or tuesday [(2/14/2022 or 02/15/2022). Patient replaced batteries while on hold and alarm stopped. Patient did receive another error: no disposable, clamp tubing. Patient changed cassette and pump worked fine. Patient noted pumps are due for maintenance 5/2022. Serial number of pump not provided. Did the reported product fault occur while in use with the pt or clinical injury? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.